Manufacturer narrative:
Reference code(B)(4). Device name as vega ps femoral comp.cemented f6n r, serial number n/a, batch number 51849210, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date 2012-05-25. Reference code (B)(4). Device name as vega ps tibial plateau cemented t3, serial number n/a, batch number 51904336, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date 2012-12-07. Ref.code device name batch, nx044 patella 3-pegs p4 51911583, nx132 vega ps gliding surface t3/3+ 14mm 51901306, nn260p plug f/tibial plateau 51917990. Investigation: no product at hand. Therefore an investigation at the device is not possible. Pictorial documentatio: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 6 similar complaints against the same lot number 51904336. (All registered as leading component). There are 4 similar complaints against the same lot number 51911583. (All registered as involved component). Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with as vega knee, right side. It was reported that as a result of having the products implanted, the patient has experienced pain and swelling; and normal daily activities were restricted due to the pain. The primary surgery occurred on (B)(6) 2013 and the revision occurred on (B)(6) 2016. Intraoperative findings during replacement surgery were loosening of the tibial and femoral components which resulted in the revision. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. Involved components: nx033z (ps femur cemented f6n rt), nx044 (universal patella p4), nx055z (ps tibia cemented t3), nx132 (ps pe insert t3/t3+, 14mm), nn260p (peek plug f/ tibia). The cement used was zimmer palacos r radiopaque bone cement. The adverse event / malfunction is filed under reference (B)(4). Associated medwatches: 2916714-2020-00512, 2916714-2020-00513, 2916714-2020-00514, 2916714-2020-00515.